Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on both aspects. No other anomalies were discovered. Potential cause: capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This was submitted report contains supplemental information for psr (B)(4). Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, the device was replaced with a 275cc mentor memorygel breast implant was performed on (B)(6) 2018. This was submitted report contains supplemental information for psr (B)(4). This was identified as a duplicate of (B)(4) on (B)(6) 2019.